Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital following a syncopal episode. The patient was noted to be in atrial fibrillation (af) during the time of device check with the minute ventilation (mv) and accelerometer features programmed on. The patient's presenting rhythm showed pacing at the maximum sensing rate (msr). When mv was programmed off, the patient's rhythm returned to normal. Boston scientific technical services (ts) discussed mv interaction with hospital equipment as a potential factor for the pacing at the msr. The cause of syncope was unable to be determined. No additional adverse patient effects were reported. This product remains implanted and in service.